Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the return of symptoms during the time to organize the change of electrode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was a recrudescence of pain.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported no stimulation since one week. It was noted that high impedances that led to the change of the electrode. It was unknown what led to the event. No diagnostics or troubleshooting was performed. Interventions included change of the electrode and extension on (B)(6) 2014. Hospitalization occurred from (B)(6) 2014. The issue was resolved at the time of report. The patient's status at the time of report was alive with no injury. Surgical intervention occurred. The event was not serious, not related to the procedure, and related to the device. The event resolved on (B)(6) 2014. The site did not know the type and or lot number of the lead.